Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding the delivery of intrathecal compounded baclofen (2000mcg/ml, 5.7mcg/day), morphine (1.5mg/ml, 0.4993mg/day), and bupivacaine (40mg/ml, 13.315mg/ml) in an implantable infusion pump for intractable spasticity and spinal cord injury. The patient experienced persistent neuropathic abdominal pain since pump replacement 2 years ago. Replacing the pump/relocating to the opposite side of the abdomen, administering intrathecal bupivacaine, or lyrica did not resolve the issue. (B)(4). Additional information was requested from the hcp regarding diagnostics/actions/interventions required, if the cause of the pain was determined, and if the pain had since been resolved.